Event description:
A customer from (B)(6) reported to biomérieux a false negative esbl (extended spectrum beta lactamase) result for a e.coli patient isolate in association with the vitek® 2 ast-n230 test kit. The customer reported that the impacted patient had an esbl e.coli earlier, so they performed an esbl double disc test at the same time of the ast-n230 card. The esbl was negative with the ast-n230 card with ceftazidime (caz) as resistant and cefalexin (cn) as susceptible. The esbl double disc results were cazcv=23mm, caz=13mm and ctxcv=30, ctx=29mm, confirming an esbl strain. The customer stated there was no patient impact due to the results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from finland had reported to biomérieux a false negative esbl (extended spectrum beta lactamase) result for a e.coli patient isolate in association with the vitek® 2 ast-n230 test kit. An internal biomérieux investigation was performed. The customer strain an raw data were not available to submit for further evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference. Vitek 2 card raw data are required to assess organism growth in the card. Vitek 2 ast-n230 lot # 6300255403 met final qc release criteria. This lot passed initial qc performance testing.